Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 40 mg/dl at the time of the incident. The customer was assisted with troubleshooting and declined for low blood glucose. The customer was treated with food. Customer will returned device for analysis.

Manufacturer narrative:
Device received with all operating currents within specification and passed functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected low battery, battery out limit and failed battery test alarms during testing. All boluses delivered properly and were listed in the bolus history, daily total history screen and no anomaly noted. Device had minor scratched lcd window, broken battery tube threads, cracked reservoir tube lip, cracked reservoir tube, cracked reservoir tube window, cracked case at reservoir tube window corners and stained address number label.